Manufacturer narrative:
Mfg event ID: (B)(4).

Event description:
The complainant reported an over-delivery. A 250 ml of nutritional product was hung to infuse at 76 ml/hour. Within 30 minutes, 55 ml was delivered (measured with a graduated cylinder).